Event description:
Customer reported receiving a lost sensor alert on the insulin pump. Customer also mentioned having trouble with the transmitter connection. Customer's blood glucose reading at the time of the call was 48 mg/dl and has treated by eating. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.